Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
During a primary total hip replacement the surgeon was impacting the cup into place. When striking the end of the impaction handle into place, the strike plate of the impaction handle broke off and fell to the floor. The surgeon continued to use the damaged instrument and passed off the mallet and impaction handle after use so there was no compromise to sterility. There was no delay to the procedure. Instrument ref: (B)(4). Lot so2032844. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. Is the patient part of a clinical study? Unknown. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.